Manufacturer narrative:
Continuation of d10: product ID: l-envpro-16; product lot/serial number (B)(6); product type: loading system, implant date: na; explant date: na. Product ID: envpro-16; product lot/serial number (B)(6); product type: delivery system, implant date: na; explant date: na. Product ID: gore medical sheath; product lot/serial number: unknown; product type: external sheath, implant date: na; explant date: na. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve via the right femoral access, a small superficial right groin subcutaneous hematoma was identified. There was no ongoing bleeding. Hemoglobin measured 7.3 and 1 unit of blood was provided. The physician indicated the hematoma was causal related to the delivery catheter system (dcs) and non-medtronic external sheath. The minimum access vessel diameter was 7.5 millimeters (mm). The patient anatomy was mildly calcified. Additionally, following the valve implant, an electrocardiogram (ECG) identified bradycardia. Hypotension was also observed. These events were treated with a temporary pacing wire and two doses of an anticholinergic medication. These events prolonged the hospitalization. The hematoma, bradycardia, and hypotension resolved two days following the onset. The patient was discharged. The physician indicated the bradycardia and hypotension events were causal related to the valve and valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: pre-implant CT images indicated that the annulus perimeter and perimeter derived diameter were 80.8 millimeter (mm)/25.7 mm, suggesting a 29 mm evolut. Aortic valve was trileaflet. Aortic valve leaflets appeared calcified. Severe calcification was seen in the proximal right coronary artery (rca). Aortic root angulation was 47 °. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.